Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir compartment had loose o ring. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, reservoir unable to lock into place, scratched case and minor scratched lcd window.